Manufacturer narrative:
Concomitant medical products: product ID 407652, lead; implanted: (B)(6) 2009.

Event description:
It was reported that three days post implant of the implantable pulse generator (ipg) system, the patient reported pain around the implant site and approximately two weeks later there appeared to be granulation tissue around the wound that had opened up. A pocket infection and sepsis were diagnosed and in addition, the right atrial (ra) lead had high thresholds. The entire system was explanted and was not replaced. It was noted that approximately two months prior to the ipg system implant, the patient experienced a urinary tract infection and received intravenous antibiotics for a right arteriovenous fistula debridement along with wound care. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.